Manufacturer narrative:
Journal article: long-term comparative effectiveness of endeavor zotarolimus-eluting and everolimus-eluting stents in new york authors: feng qian, ye zhong, and edward l. Hannan journal: international journal of cardiology year: 2017 reference: doi:10.1016/j.ijcard.2017.03.095. Majority gender. Date of publication patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - long-term comparative effectiveness of endeavor zotarolimus-eluting and everolimus-eluting stents in new york - was submitted for review. The aim of this study was to evaluate the long-term outcomes of the medtronic endeavor zotarolimus-eluting stents (e-zes) vs a non-medtronic everolimus-eluting stents (ees) and to compare long-term effectiveness of e-zes vs ees in six ¿off-label¿ and two ¿high-risk¿ subgroups. The primary outcome measure was 6-year all-cause mortality after the initial e-zes/ees placement. The secondary outcome measures were post-e-zes/ees acute myocardial infarction (ami), target lesion percutaneous coronary intervention (tl pci), and target vessel coronary artery bypass graft (tv CABG) during the 6-year follow-up period. A total of 13,663 1:1 propensity matched pairs of patients receiving e-zes or ees over a 2 year period were enrolled in the study. Findings suggested that patients treated with ees had better primary outcome and secondary outcomes relative to patients treated with e-zes. Patients receiving e-zes had a significantly higher rate of tl pci and tv CABG for subgroups with stemi, totally occluded lesions, multiple vessels diseased, and diabetes. There were no significant differences in all-cause mortality and ami outcomes between.